Event description:
It was reported that following a device replacement the patient developed an infection which was reported as not related to the pump. The infection was treated, the pump was explanted, and a new pump was implanted. The patient¿s current status was reported as ¿fine.¿ it was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify the medication. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed the device system delivered morphine. Should additional information be received a supplemental report will be filed.